Event description:
Coopervision was made aware on (B)(6) 2013 by the pt that upon initial use of new lenses in 2012, he experienced substantial irritation, prolonged blurred vision, discharge and eye pain over several months. Pt was seen by an eye care practitioner (ecp) whose office relates that the pt was seen for medical treatment in 2012. Medical report shows several visits from 2011 through (B)(6) 2013. It appears this exam for the symptoms on-set occurred (B)(6) 2011. The exam relates initial symptoms of blur and discomfort right eye, central spk, corneal edema, and trace infiltrate. The left eye was clear. The ecp noted a probably post-viral dry eye exacerbated by contact lens wear, diagnosed punctuate keratitis and edema and prescribed steroids for the right eye. Coopervision medical review believes that information from treating physician does not match the symptoms. Additional information was unavailable at the date of this report. It appears that the steroid was prescribed for generalized inflammation and not to prevent ulcer from scarring the cornea. Coopervision is reporting this event with an abundance of caution due to the ecp statement that medical intervention was probably required to prevent permanent injury.

Manufacturer narrative:
The lenses were not returned. The associated between coopervision lenses and the incident is unconfirmed.